Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the fluoro functions pcb. The chips were re-set on the pcb and low voltage adjust to 5.10volts to prevent further issues. The system was tested found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the image go white during a procedure.